Manufacturer narrative:
Analysis was able to confirm the customer's comment regarding the programmer not working properly. Touch screen was broken. Tip of the stylus is bent and is not working. Keyboard hinges are broken. Keyboard is damaged. Space bar on keyboard is worn. Keyboard base frame is damaged but considered acceptable. Bezel assembly (touch screen) was replaced. Stylus was replaced. Both keyboard hinges were replaced. Keypad was replaced. Touchscreen was re calibrated. Software re-installed and updated to the latest version. No further anomalies or problems were observed. Programmer works normally without any problems. Device passed all final functional and system tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was not working properly. The programmer is expected to be returned for servicing. No patient complications have been reported as a result of this event. It was further reported that the programmer was returned and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.